Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Minor tissue buildup and char was observed on the jaws. The device was evaluated for cutting and cautery (sealing) function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature evaluation was conducted to evaluate the device cautery/vessel sealing function. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. (Complaint lab hemopro 2 test station). Reference hemopro 2 final test). An activation and transection capability test was performed over five (5) repetitions using "max life test method." The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any functional failure during our testing. The reported failure mode "failure to cut/cauterize" was unable to be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not cutting and sealing well. Causing increased bleeding in tunnel of leg. A replacement device was used to complete the procedure. The product is returning.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not cutting and sealing well. Causing increased bleeding in tunnel of leg. A replacement device was used to complete the procedure. The product is returning.